Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot number h10e04033 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the patient experienced peritonitis. Upon a follow-up call, the nurse reported that on (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was unknown as the nurse reported the patient's aseptic technique was good. Treatment was not reported. At the time of this report, the patient was recovering. On an unreported date, dianeal therapy was withdrawn. The nurse reported that she was new to taking care of the patient, and was unsure if the event of peritonitis was related to the pd solutions.